Event description:
New information received indicates the left ventricular (lv) lead was explanted and replaced to resolve this event. The patient was stable following the procedure with no adverse health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, increased capture threshold was noted on the left ventricular (lv) lead due to dislodgement. The physician believes the dislodgement was related to an unrelated procedure and patient anatomy. No intervention was performed, and the lv lead is currently being monitored. The patient was stable following this event with no adverse health consequences.